Manufacturer narrative:
Technician found the cause to be broken brake supports and worn brake casters. The technician replaced the brake ports and brake casters to resolve the issue.

Event description:
Technician alleged that the brake not set is alarming. When the bed is in brake mode, the brake casters will swivel. No pt impact.